Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited one pacing impedance measurement of >2500 ohms in (B)(6) 2005. A lead revision procedure was planned, although recent lead measurements were in the 1100-1200 ohms range. A boston scientific technical services consultant discussed further troubleshooting before revising the lead. Also, this device was included in the shortened replacement window advisory. However, the monitoring voltage was at 3.19v after 21 months of service. The warranty group determined that if the device was explanted during the lead revision, it would not qualify for warranty credit.

Manufacturer narrative:
During the lead revision, a loose setscrew on the right ventricular rate/sense lead was observed. That was tightened and new defibrillation threshold (dft) testing was planned. It was believed that the single out-of-range measurement was due to an intermittent connection with the loose setscrew. The lead and device remain in service without further complication. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated. Approximately five years later, this device was explanted for an unknown reason and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm any high out of range impedance measurements as, the device only retains the last year of impedance data.